Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive and would not calibrate. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the touchscreen was unresponsive and would not calibrate. The remote service engineer (rse) advised the customer to replace the touchscreen, discussed the touchscreen replacement per the v60 service manual, and provided the customer with the part number of the replacement touchscreen. This investigation is ongoing.